Manufacturer narrative:
(B)(4). Evaluation summary: device evaluation: analysis of the 3.0 x 28 mm promus stent delivery system (sds) noted blood on the balloon and shaft and contrast in the balloon and inflation lumen. The balloon was loosely folded. This is consistent with preparation, advancement into the body, and the balloon inflated/stent deployed. The reported balloon appearing crimped was not observed during analysis. Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or under sizing of the vessel. A new indeflator filled with water was used to inflate the balloon to rated burst pressure with no anomalies noted. Negative pressure was pulled and the balloon deflated flat. It is possible that a flat balloon could have interacted with the stent and contributed to the reported difficulty to remove, but a flat balloon is not uncommon (especially when deflated outside of the body) and it is unknown if the balloon deflated in the same manner during use. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.

Event description:
It was reported that the lesion was located in the left circumflex with moderate tortuosity and no calcification. The vessel was pre-dilated with a 2.5 x 15 mm non-abbott balloon. The 3.0 x 28 mm promus stent was advanced to the lesion and attempted to be deployed. However, the middle part of the stent was narrowed and was not properly expanded. The stent delivery system (sds) was withdrawn from the implanted stent with some difficulty. A 3.0 x 15 mm non-abbott balloon was used to post dilate the stent and the case was concluded successfully. Upon inspecting the sds balloon it did not appear normal as it was reported to appear "crimped". No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.